Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was pre-dilated three times with a 2.0x20mm balloon, unknown type, at 18 atms. The physician attempted to place a taxus liberte' 2.25x24mm drug eluting stent to the 80% stenosed lesion located in the severely tortuous and calcified diagonal (dx) artery, but was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that "one of the threads was deformed." The procedure was completed using another device. No patient injuries or complications were reported.

Manufacturer narrative:
Visual examination of the stent revealed a bent stent strut located 2.9 centimeters proximally from the distal tip. Microscopic examination of the material surrounding the bent strut did not reveal any inherent deficiencies that would have contributed to the damage. The balloon was visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is determined to be operational context.